Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, the patient was implanted with three gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B)(6) 2009, the patient was implanted with an additional gore tag thoracic endoprosthesis. It was reported this device was implanted to treat an additional aneurysm that had developed in the proximal descending thoracic aorta. On (B)(6) 2012, a follow-up CT showed a distal type I endoleak. On (B)(6) 2012, the patient was implanted with a conformable gore tag thoracic endoprosthesis to treat the distal type I endoleak. It was reported the endoleak did not resolve with the implant of the additional device. The patient tolerated the procedure.